Event description:
It was reported that the programmer required a software update. The programmer has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer required a software update. It was noted that a strong bad smell was coming from inside the programmer when its compartment underneath the keypad was opened to connect the radiofrequency (rf) head. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.